Event description:
A synsiro pro drug eluting stent system was selected for treatment. Upon removing the device from the storage ring, the device appeared damaged. After further clarification, the hospital described the damage as the stent looked deformed as some of the stent struts were flared and elevated. The device was not used during intervention.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its distal end, i.e., several struts are strongly bent outwards and everted. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. In addition, several white fibers were observed between the stent struts. Outside of the deformed zone the crimped diameter of the stent complies with the specification. A reference stent protector could not be applied over the deformed struts without bending them further. It can therefore be excluded beyond reasonable doubt that the damage was already present on delivery of the device. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.